Manufacturer narrative:
Manufacturer's reference # (B)(4). Manufacturer's investigation: technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation conclusion: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Clinical assessment concluded: the case involves a charger that was burned where the port is. It was reported that the charger was left plugged in for a few days and then the patient smelt plastic melting. There has been no patient harm. The original charger was used, but unknown if the charger cord was original. Based on the result from r&d investigation from global parent case (B)(4), clinical conclusion on the case is that there is a potential risk of heat dissipation based on the findings. A damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations identified and no requirement to update the risk register. Manufacturer's investigation is final. This is a combined initial and final report.

Event description:
In (B)(6) 2023 (best estimate), patient reported they had left charger plugged in for a few days and then smelled plastic melting and realized it was the charger. There was no patient harm. The original charger was used, but it is unknown if the charger cord was original. A recommendation from hcp to not leave the charger plugged in unless charging the hearing aids, was given to the patient. Charger was replaced. No further follow-up information is expected.